Event description:
Summons & complaint received alleging death due to toxic shock syndrome.

Manufacturer narrative:
Method-other: review of mfg records was performed. Conclusion-other: record investigation indicated it met co aql pass/reject criteria for date code provided.